Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found that the stent was kinked at distal end and the proximal section of the stent was stretched and broken. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can lead to kink the stent at distal section, likely an additional device was used for retrieve the stent, this additional device could have contributed with the damages found on the device, probably the proximal section of the stent was grabbed with an additional device and it was pulled causing the device stretching, continued attempts to pull the stent resulted in stent breakage. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was going to be use during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2018. According to the complainant, during the procedure, the stent kinked while it was inserted in the common bile duct. The procedure was completed with another advanix¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; stent broken.